Manufacturer narrative:
(B)(4). Evaluation summary: only the stent implant was returned for analysis. The reported entrapment of the device was able to be confirmed. The reported stent dislodgement was unable to be verified in a testing environment due to the condition of the returned stent implant; however, the cine review confirmed the stent was stripped off the delivery system. A cine was received and reviewed by an abbott vascular clinical specialist, who concluded that the images were consistent with the report that the physician had difficulty crossing the new stent with the rca ostial stent previously implanted. It was confirmed that the stent was stripped off of the delivery system and free within the anatomy. It was confirmed that the stripped stent was removed via a snare and that the ostial stent was also explanted when the stripped stent was removed. The images are not consistent with the scenario that the vessel was treated with balloon angioplasty, only post accidental explant of the ostial stent. It was not consistent that there was no vessel damage. The end result of the rca was that it was in much worse condition that the initiation of the procedure.

Event description:
Returned device analysis revealed that both the stent implants were returned entangled together on a snare device. Follow-up with the account stated that both devices (3.5 x 15 mm xience pr x and 3.5 x 23 mm xience prox) were entangled into each other in such a strong way, that both devices had to be removed as single unit using a snare. Additional post-dilatations were performed. The removed devices did not cause any serious injuries to the patient. A review of the cine confirmed that the 3.5 x 15 mm xience prox stent dislodged after becoming entangled with the 3.5 x 23 mm implanted stent. During snare removal of the dislodged stent, the 3.5 x 23 mm stent was explanted and removed from the patient as well.

Manufacturer narrative:
(B)(4). Evaluation summary: injury to the coronary artery (tissue damage) is listed in the xience prox everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures.

Manufacturer narrative:
(B)(4). The 3.5 x 23 mm xience prox referenced is being filed under a separate medwatch report. Xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s. Evaluation summary: (B)(4). Only the stent implant was returned for analysis. The reported failure to advance, difficult to remove and device damaged by another were unable to be replicated in a testing environment as they were based on operational circumstances and only the stent implant was returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported during the procedure to treat a de novo lesion with no tortuosity and no calcification in the ostium/right coronary artery (rca). The 3.5 x 12 mm xience prox stent delivery systems (sds) was advanced but could not cross a previously implanted 3.5 x 23 mm xience prox stent. Then, a 3.5 x 15 mm xience prox sds was advanced but also could not cross the 3.5 x 23 mm xience prox stent implant. The 3.5 x 15 mm xience prox stent got stuck and due to the interaction both stents entangled into each other. When the 3.5 x 15 xience prox was removed, the 3.5 x 23 mm xience prox stent implant was explanted out of the patients vessel. The 3.5 x 23 mm xience prox stent had been implanted on (B)(6) 2014. There was no damage reported to the vessel. Several non-abbott balloons were used only to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information is available.